Event description:
Pt was revised to a revision total knee system. Reason for revision is unk.

Manufacturer narrative:
Pt was revised to a revision total knee system. Reason for revision is unk. Review of the device history record indicates that the device was manufactured to specification.